Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had a low pacing impedance value that was out of range. The patient had no reported symptoms from the event. The physician elected to change pacing modes and not use the atrial lead.